Event description:
After a donation, when the donor got home she was lightheaded and dizzy and started vomiting. The donor is an employee at the center, and reported feeling fine the next day. Customer is asking: "does the new software give more acda or anything that might be making people who did not have reactions previously have them now?".

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.